Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for eval. The investigation is currently underway.

Event description:
It was reported that the pta balloon would not fully deflate after the initial inflation in the anterior tibial artery; however, the balloon was able to be removed through the introducer sheath without incident. Another pta balloon dilatation catheter was used to complete the procedure. There was no report of pt injury.